Event description:
During use inside the patient the blue tip end of ligasure disposable hand piece broke off. The blue tip was removed from the patient and the instrument was removed from the surgical field.======================manufacturer response for monopolar tip laparoscopic sealer/divider, ligasur advance (per site reporter).======================pending.what was the original intended procedure?laparoscopic roux-en-y.